Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced insulin cartridge leakage and occasional difficulty locking the infusion set connector on the ilet bionic pancreas, associated with connecting the cartridge to the connector outside of the pump, which can bend the internal needle and tear the cartridge septum leading to improper seating or sealing and insulin loss. No adverse clinical symptoms were reported, and blood glucose was unaffected at the time of the call. Outcomes included no health impact. User support included troubleshooting and education on correct connection steps and a recommendation to test connector locking with an empty chamber to assess for a defective connector. Investigation of this case revealed user handling error leading to potential damage of the cartridge septum and internal connector needle, with possible added pressure from a fuller cartridge contributing to locking difficulty. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect connection technique.